Event description:
The tube detached from the drip chamber.

Manufacturer narrative:
The sample was rec'd on 25 august 2008 and is currently being investigated. Upon completion of the investigation, a supplemental report will be submitted. (B) (4). (B) (4).